Event description:
The customer reported that the 840 ventilator stopped cycling. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested ground isolation check test be performed. The customer reported to have passed all testing.